Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the heartstart mrx alarmed and showed a "x" mark on the top right corner. There was no report of pt involvement.